Event description:
Based on info provided the modular screw drivers broke during the case. The drivers would not advance the pedicle screws during the case. A back-up modular screw driver was used to complete the case.